Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the pump black box showed that a partially discharged battery was installed on (B)(4) 2018 leading to replace battery alarms. The returned battery cap fit securely and the pump powered on. The pump was exercised for 24 hours with no power interruptions occurring. The pump current draws measured within specification. The pump¿s cover was removed and no evidence of moisture or loose components were observed to the power printed circuit board. The complaint of a battery life issue was duplicated during investigation. Unrelated to the complaint, a visual inspection of the pump revealed the battery compartment had multiple cracks. There was evidence of corrosion observed in the battery compartment. A leak test revealed a battery compartment leak.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.